Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during set up of the device. Plug - plastic piece was broke. There was no patient involvement, no patient injury, and no medical intervention required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The complaint investigation has concluded that this unit has succumbed to physical damage at customer site. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The IFU recommends ¿... Careful inspection of the operative hysteroscope before and after the procedure for possible signs of damage. Immediate detection and repair of minor damage will extend the life of the operative hysteroscope.¿ damage may occur if the user attempts to connect a damaged or defective hand piece to the control unit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.